Event description:
It was reported that the right ventricular (rv) lead had low sensing. The lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the proximal conductor was fractured. The distal and defibrillator conductors were distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was stretched.